Event description:
The patient contacted animas on (B)(6) 2013 reporting that since she started back on her pump 24 hours ago, her blood glucose (bg) levels have been running high between 14-20mmol/l with severe lethargy. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient stated that she took a pump holiday for two months. The patient confirmed she just wanted a break from the pump and was not related to any malfunction. She has been on multiple daily injections for two months. The patient removed site in the last 24 hours and confirmed the cannula was straight. No site issues to report and no signs of site intolerance. The patient stated that her doctor increased her basal rate to 3.000u / hr yesterday. The time/date were set correctly in pump. Basal rate program is correct. The patient stated that she expected to see her pump count down as the basal rate was being delivered through the night. The patient stated this was not occurring. The total daily dose for (B)(6) 2013 bolus was 8.01u, basal was 10.075. The boluses accounted for today, (B)(6) 2013 were 1u, 3.2u, .35u = 4.55units. Following this call, pt called back to report that a bolus of 8 units of recorded correctly on home screen and in bolus history menu. This report is being made due to the history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/13/2013 with the following findings: evaluation revealed that the total daily dose added up correctly. The display screen is discolored with a pinkish contrast. Investigators were unable to duplicate the reported complaint. Unrelated to the complaint, the display lens was scratched.